Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date after conducting the torque testing for both 03.614.035-us with l01.614.001.1/4000004544, the handles have failed to meet the torque specification. This report is for one (1) 2nm torque limiting handle with quick coupling. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the handle w/torque limit 2nm w/quick-coupl (p/n: 03.614.035, lot #: 7300342-21) was returned and received at us cq. Upon visual inspection, it was observed that the etching on the device started to fade but have no impact on the device functionality. No other issues were identified with the returned device. The customer reported the handles have failed to meet torque specification. The repair technician reported the device failed torque testing. Torque test high is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is torque test high. The item will be forwarded to customer quality. The evaluation was confirmed. The complaint condition is confirmed for the handle w/torque limit 2nm w/quick-coupl (p/n: 03.614.035, lot #: 7300342-21). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 03.614.035. Synthes lot # 7300342-21. Supplier lot # 7300342-21. Release to warehouse date: 09 jul 2013. Supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.